Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to be hospitalized. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused the patient to be hospitalized. The patient also reports the presence of black particles in the airway. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. In secondary findings, dust-like and fibrous contamination and other unknown contamination were observed on and around the iso port. A white crusty type of contamination, consistent with mineral deposits, was observed on the inside of the iso port. Observed a slight, unknown, white crusty type of contamination at the air input of the blower box in the filter area. Observed potential mineral deposits or dried liquid spots on the bottom of the blower motor and at the bottom of the blower box, indicating potential water ingress. Observed an unknown white (dust-like) contaminant on the top and bottom of the blower motor and on the inner rim of the bottom of the blower motor air intake. Dust-like and hair-like fibrous contamination was observed on the blower outlet seal. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that there is no evidence of sound abatement foam degradation or breakdown. Observed evidence of potential water ingress into the blower box. Confirmed the presence of multiple contaminants, inconsistent with degraded sound abatement foam, on or in the device. There is no visible damage or functionality failure on the device, which suggests that the source of contamination was external to the device.  In this report, sections d9, g3, h3, and h6 have been updated or corrected.